Manufacturer narrative:
A partial lead with the distal tip measuring 46.9cm was returned for analysis. Internal insulation abrasion was noted at 7.4-8.3cm, 11.2-12.3cm, 13.4-13.8cm, 16.6-17.3cm, and 16.2-17.4cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 9.8-12.9cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.9-5.0cm and 6.4-6.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 23.7-23.8cm and 27.7-27.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received notes that high lead impedance and low r-waves were observed. The lead was successfully extracted. The patient was discharged and connected to merlin.net to continue with remote follow ups.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging during normal follow up. The svc portion of the lead has been programmed off until lead revision can be scheduled.